Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was returned to kimberly-clark for analysis, and evaluation of the returned sample determined that the flapper valve was not present within the device. When viewed under magnification, remnant tabs of the flapper valve were visible, and the inner ring exhibited cracking. We were unable to obtain any additional information about the reported event from the customer. The investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "nurse found the 22716's flapper valve fall off under treatment." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).